Event description:
Patient emailed that he was shocked inappropriately twice and that his device had to be replaced. Asked the patient for more information so we can follow up on the complaint and get explant date etc. Tried following up with physician several times to get more information. No further information was provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.